Manufacturer narrative:
The lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged the day after its implant, as confirmed via x-ray. A surgical revision was performed wherein the physician successfully repositioned the lead. However, the following day, the lead was found dislodged once again. As result, the lead was explanted. No additional adverse patient effects were reported.